Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after the right ventricular lead was placed, it was noted that an acceptable capture threshold could not be obtained. The lead was removed and replaced. The patient was in stable condition.